Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure indicating expected or random component failure without any design or manufacturing issue. In addition, the most probable cause of the additional failure(s) was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera bronchovideoscope exhibited noisy image. There was no patient involvement.